Manufacturer narrative:
Additional information has been requested. The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling. Complaint number: (B)(4).

Event description:
The healthcare professional reported injecting less than a syringe of form into the lips, chin, marionette lines, and perioral lines of a patient. Two days post injection patient reported pain and lumps on the face.